Event description:
Reported issue: on (B)(4) 2022, at 16:00, the intensive care physician inserted iab catheter for a patient in cardiogenic shock. At 22:00 on the night shift, the nurse found that the port of the iab balloon catheter connected to the pressure sensor showed continuous blood leakage, and considered the tube cracked. A new catheter was placed in the same position, the left femoral artery, no blood leak was found. There was no report of patient complications or injury. Patient condition is listed as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: on october 11, 2022, at 16:00, the intensive care physician inserted iab catheter for a patient in cardiogenic shock. At 22:00 on the night shift, the nurse found that the port of the iab balloon catheter connected to the pressure sensor showed continuous blood leakage, and considered the tube cracked. A new catheter was placed in the same position, the left femoral artery, no blood leak was found. There was no report of patient complications or injury. Patient condition is listed as fine.